Manufacturer narrative:
Initial reporter: reporting institution phone:(B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the device had a battery failure. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the client reported that the device displayed a battery failure. The service engineer replaced the battery to resolve the issue. The device was returned to service.